Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure , the physician found atrium pace lead was unable to be fixed, possibly due to failure to extend helix. The lead was not used and replaced. The patient was stable.